Event description:
Customer claims to have ears pierced with the inverness ear piercing system in a retail store (date unknown). She was admitted to the hosp on 10/13/97 with an infection at the ear piercing site. She was treated with antibiotics and was released on 10/16/97.